Manufacturer narrative:
(B)(4). The fractured screw will not be returned as it remains in the patient. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Evaluation of the information from the surgeon suggests that the construct should not have been supported at the base by a relatively small diameter which created adverse loads that may have resulted in screw failure. .

Event description:
The report indicates that four months following fusion surgery ((B)(6) 2013) with supplement posterior fixation l5 to s1, it was discovered that the s1 pedicle bone screw had fractured. It was reported that the 5mm diameter s1 pedicle bone screw may not have been sufficient to support the construct. In retrospect, a larger diameter pedicle screws should have been used in s1. Patient is reported to be doing well. There is no plan for revision surgery at this time. Patient's activity level is unknown.